Manufacturer narrative:
This report is submitted on 07 jan 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to poor device performance from activation. 20 electrodes showed open circuit. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted march 1, 2021.